Manufacturer narrative:
The device was not received; however, an onsite non-baxter qualified technician performed an evaluation of the equipment. Per the technician an uf volume deviation alarm was observed in the black box; however, the qualified technician was not able to reproduce the issue ad simulated treatment was performed with no issues noted. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, a reverse ultrafiltration event occurred on an ak 98 machine, during hemodialysis therapy. The machine alarmed, during treatment. The patient¿s weight had ¿exceeded to 4.8l¿, after dialysis. There was no report of patient injury or medical intervention associated with this event. No additional information is available.